Manufacturer narrative:
The product was not returned for evaluation. The reported failure stated that the handpiece had a ¿crack in the handpiece¿. It is possible that this failure was because of the handpiece was over torqued. However, without testing it is not possible to verify. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. There was no service history for the device under review. The reported complaint was not confirmed. UDI: (B)(4).

Manufacturer narrative:
The evaluation of the returned product verified the crack in the handpiece. The transducer was twisted in the handpiece housing which is typical of a device being over torqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The reported complaint was confirmed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Additional information was received on 22jul2019 that the product problem was discovered during inspection on 12jun2019. It was also confirmed that there was no adverse consequence or impact due to the delay of the product problem. The patient was in good condition.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2019-00090.

Event description:
This is 1 of 2 reports. A service manager reported on behalf of the customer that a c2600 cusa excel 23khz straight handpiece was cracked. The device was in contact with the patient. There was no patient injury/death alleged. There was a 13-hour delay in surgery due to the product problem. Additional information has been requested.